Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The autocapture plates are not being returned and therefore is not available for a physical evaluation, thus we cannot confirm this complaint. However, a possible root cause for the reported plate failures could be improper installation. Per IFU-115808, "the user must ensure that the loading tool is parallel to the jaw. The plate can be damaged (bent) during assembly if the loading tool is inserted at an angle. If the plate tabs are bent excessively, they will stick up out of the top jaw. If the plate sticks above the profile of the device, this increases the chance of the plate hitting the cannula dam, contributing in the detaching of the plate." Other than this possibility a specific root cause cannot be determined for why the user experienced the 2 plate malfunctions. With one detaching from the upper jaw during use, and the second not capturing the suture. The DHR review indicated that the (B)(4) devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. A complaint search in depuy synthes mitek complaints system revealed 1 similar and 1 dissimilar complaints for the lot of devices that were released to distribution. And at this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The sales rep reported via phone that the plate on their expressew iii auto capture+ plate/loader came detached from the gun and fell into the patient¿s joint space. The plate was removed from the patient and the case was continued with another plate. The second attempt was unsuccessful when the suture was loaded into the cannula too long and got stuck. The case was completed with a competitor device. There were no patient consequences but an 8-minute delay was reported. The devices were discarded by the customer. Additional information received via email from the sales rep on 6-29-2017: we loaded the autocapture plate in the expressew iii autocapture + suture passer. I confirmed that it was fully seated. The dr. Used the passer to bite on the cuff. The suture passed through the cuff properly. When the dr. Was pulling the passer out of the cannula, we did not completely close the mouth of the passer. The opening of the mouth hit the tip of the cannula and the autocapture plate dislodged from the passer. The plate got lost in the joint space. It took several minutes to locate the plate and remove it from the joint space. This definitely took time and our competitive arthrex reps witnessed it. We loaded another autocapture plate onto the passer. I confirmed that the plate was loaded properly. Per the technique guide tips document, it shows that 1-2 cm of suture should be folded over suture and the short suture is fed through the bottom jaw of the passer mouth. The tech slightly loaded a 2- 2.25 cm tail in the bottom jaw. Dr. Narvy went to bite on the cuff and the mouth of the passer wouldn¿t properly autocapture the suture. It buckled and did not work. At this point, the dr. Decided to use arthrex scopian to complete the repair.